Event description:
Plaintiff reports that while working as an operating room technologist and then as a registered nurse he suffered from the following symptoms which he feels was related to the use of latex gloves or being around powders used in latex gloves: hand sores, wheezing, hand dermatitis, hives, runny eyes, runny nose and shortness of breath.